Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was an issue with the fenestrated 350mm insert (cev625-1). It was subsequently reported that in the middle of surgery, the insert broke inside the patient hospitalized for laparoscopic protectomy with coloanal anastomosis. The senior surgeon was able to remove the insert part from the patient. The medical team changed to another device with the same product ID. It was reported that there was infectious risk and lost material, but ultimately no clinical consequences for the patient. It was reported that before the surgery, no issue was observed during testing of the forceps and that this was the first time the medical team observed this type of issue.

Manufacturer narrative:
The fenestrated 350mm insert (cev625-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the fenestrated 350mm insert was unable to conclusively verify the complaint as valid; therefore an investigation for cause was unable to be performed. The insert in this complaint was conformed. The problem is related to a different product. The broken part (tube nut) related to this complaint was a non-integra tube nut used with this insert; however, the insert showed no issue or non-conformance.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, h11. Corrected field: d4 (lot#), d9, h4. The complaint investigation has been reopened as the previously device received for evaluation was not the correct device. The suspected fenestrated 350mm insert (cev625-1) was later received for evaluation. Failure analysis: evaluation of the recently returned fenestrated 350mm insert (cev625-1) verified the problem statement reported by the customer. The fixed jaw was broken, and the insert was bent. Root cause analysis: the reported complaint was confirmed. The material showed no abnormalities; therefore, it was determined that excessive force was applied to the instrument.